Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a four corner hand fusion procedure on (B)(6) 2017, while surgeon was attempting to implant cannulated screw with 1.1mm non-threaded guide wire 150mm, a total of five (5) of the guide wires broke. A 30 minute delay occurred because the surgeon had to remove all five (5) broken wires. No fragments remained. The surgery was completed with a competitor¿s device. No additional medical intervention was required and the patient is stable. This report is for one (1) 1.1mm non-threaded guide wire. This is report 3 of 5 for (B)(4).